Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failure alert (variableinfo=3) confirmed in the pump history due to broken trace. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm. Customer reported that they were able to clear the alarm and able to rewind the insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.